Manufacturer narrative:
(B)(4). D10 ¿ medical product: articular surface medial congruent (mc) catalog # 42512100812 lot # 64405522. Femur cemented cruciate retaining (cr) catalog # 42502606601 lot # 64439152. All poly patella catalog # 42540000035 lot # 64515366. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64564495 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 64581319. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00207. 3007963827-2023-00208. 0001822565-2023-02081. H3 other text : remains implanted.

Event description:
It was reported patient is experiencing pain in knee and unable to stand or walk for just a few minutes three years post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is excellent stability, no complications, post op x-rays noted tka in good position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.